Manufacturer narrative:
The field service engineer could not determine a cause. The reporter changed the lamp. A calibration was performed and controls were tested; everything recovered within specifications. A check test was performed to verify pipetting accuracy and all values passed within range. The system was operational. Product labeling states: "in connection with certain diseases (e.g. Hepatopathy, diseases of skeletal muscles, malignant tumors) the ldh-4 and ldh-5 isoenzyme portions are increased and unstable in cooled and frozen samples; this may lead to an incorrect ldh value in samples collected from patients suffering from such diseases.". Patient 1 has a diagnosis of kidney cancer and patient 2 has a diagnosis of follicular lymphoma and prostate cancer. No alarms were noted on the last calibration performed on 21-may-2019. Quality controls were within range and did not show an indication of an instrument or reagent performance issue. Sample centrifugation time was determined to be too short and the speed was too high. Upon review of the alarm trace, no errors were recorded. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that starting around (B)(6) 2019, the hemolysis serum index values on the cobas integra 400 plus were running higher than normal. Samples with high serum index values for hemolysis were checked and these samples were clear with no hemolysis. The reporter repeated an unspecified number of patient samples and the serum index values were similar. The reporter also decided to repeat the ldhi2 lactate dehydrogenase acc. To ifcc ver.2 assay for an unspecified number of patient samples. The reporter provided data for two patient samples with discrepant ldhi values. The reporter did not know which values were correct. The first patient sample initially resulted with an ldhi value of 235 u/l and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2019, resulting with a value of 335 u/l. The second patient sample, from a (B)(6) male patient born on (B)(6) and weighing (B)(6), initially resulted with an ldhi value of 149 u/l on (B)(6) 2019. The initial value was reported outside of the laboratory. The sample was repeated on (B)(6) 2019, resulting with a value of 204 u/l. No adverse events were alleged to have occurred with the patients. For a calibration performed on 15-feb-2019, the ldhi reagent lot number was 33234201. For a calibration performed on 21-mar-2019, the ldhi reagent lot number was 34413701, with an expiration date of 30-jun-2019.